Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: review of the black box data and download history revealed records of call service alarm (064) on june 12, 2015, the first caused by an occlusion/high force and the second occurred as a result of the first one not being cleared. On investigation, the pump powered on to the verify screen in accordance with normal operation. The pump performed the ez-prime steps without call service alarm. The pump was exercised for 24 hours on a 1 unit per hour basal rate program without call service alarm occurrence. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).